Manufacturer narrative:
Additional information received indicated that the patient presented with nausea, vomiting, and hyperthermia. Blood cultures were positive for staphylococcus aureus on (B)(6) 2017. The site was unable to identify the source of the bacteremia. The patient was started on ceftriaxone and switched to flucloxacillin via peripherally inserted central catheter (PICC) line on (B)(6) 2017. White blood cell (wbc) count and c-reactive protein (crp) were initially elevated but decreased after administration of antibiotic therapy. The patient was discharged on (B)(6) 2017 with intravenous (IV) antibiotic therapy. The patient was readmitted on (B)(6) 2017 with complaints of headache, vomiting, and left-sided paralysis. Computed tomography (CT) scan revealed a massive right hemispheric cerebral hemorrhage. The patient emergently underwent decompressive hemicraniectomy with placement of left external ventricular drainage (evd) system. International normalized ratio (inr) values were decreased to less than 1.5. The patient expired on (B)(6) 2017. No autopsy was performed. The pump was not explanted post-mortem. The medical team reported that the event was not directly related to the device as the patient was on three types of anticoagulants. Of note, the patient was therapeutic on anticoagulation at the time of the reported event with inr target range of 2.5-3.5. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, the medical team reported that the event was not directly related to the device as the patient was on three types of anticoagulants and was therapeutic on anticoagulation at the time of the reported event with inr target range of 2.5-3.5. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient suffered a massive hemorrhagic cerebrovascular accident (hcva) while rehabilitating at a rehabilitation center and subsequently expired. The patient was initially hospitalized due to decompensation and potential bacteremia. The stroke was diagnosed at the hospital. No further information has been provided.